Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, and dyspareunia. It was reported that the patient underwent a hysterectomy in 2011. B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2009.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced rectocele, cystocele, urinary incontinence and bladder outlet obstruction.

Event description:
It was reported that following insertion the patient experienced rectocele, cystocele, urinary incontinence and bladder outlet obstruction.

Manufacturer narrative:
Date sent to the FDA: 07/28/2017 additional narrative: it was reported that patient underwent mesh revision on (B)(6) 2011 by dr. (B)(6) due to pain and urinary incontinence at (B)(6) and on (B)(6) 2014 by (B)(6) due to mesh extrusion at (B)(6).